Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on, the pt did not receive a stimulation sensation and there was a loss of therapeutic effect. This event started two weeks ago and was approx 6-8 months post implant. Previously, the pt had 2 replacement surgeries. Impedance measurements of >4000 ohms were reported on all or some unipolar pairs. There were no traumas or falls related to this event. The pt met with their healthcare provider (hcp) and was able to get a program that slightly works, but does not control her symptoms. Add'l info has been requested, but was not available as of the date of this report.